Manufacturer narrative:
Retainer ring = black on (B)(6) 2021. The customer alleged pump gave unexpected insulin flow block alarms and device test failed. Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08740 inches. Successfully downloaded history files and traces using thus. No unexpected insulin flow blocked/no delivery alarm noted. No delivery alarms noted in the insulin pump history on (B)(6) 2021 at 4:37am, 4:40am, 4:44am, 4:52am, 5:17am, 6:58am, and 7:02am during fill tubing. Insulin pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Force sensor was measured and is within specification (26.6mv at zero offset). The test p-cap and reservoir does lock in place in the reservoir compartment. Insulin pump received with scratched case. Allegation for insulin pump giving unexpected insulin flow blocked alarms not confirmed during full functional testing. No delivery alarms noted on (B)(6) 2021 during fill tubing. However, no device test failed alarms noted during full functional testing. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm. Customer stated that displacement verification test was failed. No harm requiring medical intervention was reported. The device will be returned for analysis.